Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced non-recoverable system error code #212. With the assistance of an isi technical support engineer (tse), the surgical staff exercised the right master tool manipulator (mtm) and restarted the system several times, however, system error code #212 continued to recur. The pt was under anesthesia and the port incisions had been made when the surgical staff decided to abort the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #212 was associated with the right master tool manipulator and/or the multiple servo driver (msd) pca board. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system contains six multiple servo driver (msd) pca boards which provide drive current to the servo motors associated with each degree of freedom. The system was repaired by replacing the affected mtmr and msd pca. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put the da vinci in a "non-recoverable safe state". The mtmr and msd pca were returned to isi for failure analysis investigation. Engineering eval found no issues with the msd pca, however, during eval of the mtmr, engineering found that the harness wiring had malfunctioned, thus generating the system error experienced by the customer.